Event description:
Rptr indicated that pt was admitted to the hospital because pt had suffered a stroke. Further investigation revealed that the pt did not have a stroke, but experienced some kind of breathing problem, possibly stridor or apnea. Pt was reported to have an anoxic brain injury and was expected to pass away. The MFR was later notified that the pt has passed away. The physician indicated that the pt was receiving the vns therapy at the time of death, but did not indicate whether he believed that the ncp system was related to the cause of death - pending coroner's report. The physician described the circumstances of death as follows: developed respiratory failure, cardiac arrest at home, resuscitated, taken by ambulance to hospital, on ventilator, brain dead, life support discontinued.